Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with cracked case at the reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer states the battery at night it's telling her that the battery is not working and she had to change out the battery 3 times. It told her to calibrate and she went to do so and the pump shuts off, thursday it happened again. The customer also states crack on the top of the reservoir compartment and near button. The customer states when she disconnected the sensor from the pump the pump started to work fine. The customer was assisted with troubleshooting and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.